Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a routine follow up in the clinic. Device interrogation revealed, the left ventricular (lv) lead exhibited loss of capture. Fluoroscopy was performed where it was confirmed that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.